Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned for eval. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed three other complaints for peritonitis all from the same pt. A review was performed by the post market clinical dept. Per the pharmacovigilance physician, the pt suffered an episode of bacterial peritonitis, which is a known complication of peritoneal dialysis; this is usually caused by a break in the sterile field or aseptic technique; there are no reports of device malfunction of leaks in the system.

Event description:
During a call to technical service, the pt stated that he had been diagnosed with peritonitis. A follow up call to the pt's pd nurse confirmed the diagnosis.